Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged, explanted and was replaced. Noted that the lead was dislodged a few months after implant but the patient decided not to explant the lead that time. Additional information was obtained from the field representative indicating that the dislodgment was confirmed thru x-ray. No additional adverse patient effects were reported.